Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide, model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes chapter 13 / page 176: avoid lows, highs, and dka. You can avoid most risks related to using the omnipod dash¿ system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes chapter 13 / page 182: warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that the patient went to the hospital with bg (blood glucose) values reaching over 700 mg/dl. She attempted boluses and eventually had called 911 for medical assistance. Patient was transported to the hospital by ambulance and was in the hospital for 4 days. Patient reported that she was diagnosed diabetic ketoacidosis and a potential heart attack, but after heart catheterization it was found there was no heart attack. Patient was given IV insulin. The patient's blood glucose history is as follows: time: 04:50am, bg(mg/dl): 195; 08:00pm, 326 - 338; 12:00pm, 242 - 246; 04:00am, 484. At hospital >700.